Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device unable to delivery energy. Imdrf device code a050702 captures the reportable event of loop unable to cut.

Event description:
It was reported to boston scientific corporation that a rotatable snare device was used to treat a colorectal polyp during a polypectomy procedure performed on (B)(6) 2026. During the procedure, cold polypectomy was initially performed using this device. During treatment of the second lesion, cold polypectomy was attempted but complete resection of the polyp could not be achieved. When attempting to perform resection using electrocautery, energization could not be achieved and resection was not possible. The procedure was completed with another rotatable snare device. There were no patient complications reported as a result of this event.